Event description:
Contact (pharmacist) stated that the customer's meter had missing segments on the display. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The contact was asked to have the meter returned for further evaluation and a replacement was provided.